Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. No changes have been made at this time and s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. No changes have been made at this time and s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the cause of inappropriate therapy was due to non-cardiac oversensing. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. No changes have been made at this time and s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the cause of inappropriate therapy was due to non-cardiac oversensing. Additional information provided from the field indicated this patient was brought back in for system testing. An x-ray taken showed the s-ICD had been twisted in the pocket, thus twisting the electrode, and potentially fracturing it. Artifacts were able to be reproduced during manipulation. At this time, the s-ICD system remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection found no anomalies. The device failed returned product testing (rpt) and upon interrogation, warm boot and final power supply failure counters were observed. The device case was opened and the battery was removed and attached to a hybrid. A higher than expected current drain was observed. Visual inspection of the hybrid assembly noted that flex circuit section that is attached to the header had been torn away from the header. The flex circuit in that area had been torn in half. Part of the flex was torn away and left attached to the header. This occurred following case removal. The damage noted was the cause of the 2.09 milli-amp current drain. Review of the rpt automated tests noted the device failed the first test attempt due to errors. A second rpt was performed which the device passed. In relation to the twiddler's syndrome, analysis confirmed the allegation made in the field were actually related to induced damage due to a failure to follow instructions.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. No changes have been made at this time and s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the cause of inappropriate therapy was due to non-cardiac oversensing. Additional information provided from the field indicated this patient was brought back in for system testing. An x-ray taken showed the s-ICD had been twisted in the pocket, thus twisting the electrode, and potentially fracturing it. Artifacts were able to be reproduced during manipulation. At this time, the s-ICD system remains in service and there have been no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. No changes have been made at this time and s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the cause of inappropriate therapy was due to non-cardiac oversensing. Additional information provided from the field indicated this patient was brought back in for system testing. An x-ray taken showed the s-ICD had been twisted in the pocket, thus twisting the electrode, and potentially fracturing it. Artifacts were able to be reproduced during manipulation. At this time, the s-ICD system remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted. No additional adverse patient effects were reported. The s-ICD has returned back from the field for analysis, this event will be updated upon completion of analysis.